Event description:
Port-a-cath implanted. 8/4/99 - chest x-ray: port-a-cath is identified in the right. The catheter is not seen more proximal than the inferior margin of the right clavicle, aprox 5.5 cm of catheter identified. The possible fractured fragment is not clearly evident on the remainder of this study. The pt underwent retrieval of broken catheter from the right heart (atrium).